Event description:
Her contour meter gave a blood glucose reading of 306 mg/dl. Her doctor's meter gave a reading of 98 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.